Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack from the battery compartment down to the back of the insulin pump . The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1781k and the product was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, a cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage, cracked retainer, and battery cap contact missing. Cosmetic damage was confirmed at battery compartment/back of the pump. Moisture damage was confirmed found on the battery tube. Retainer ring damage was confirmed during visual inspection. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.